Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem as the probe unit at the distal end body was found cracked with deep scratches. Additionally, the image has a shadow with three broken elements on the ultrasound image. The scope connector is loose. Also, non-olympus repair parts to the bending section cover and glues and non-olympus repair parts to the insertion tube. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry that the customer evis exera ii ultrasonic bronchofiberscope has damage to the transducer, ¿fna needle unable to pass due to resistance and what appears to be needle scraping into transducer head where needle exits.¿ the problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. The treatment tool had failed to pass through the forceps channel. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported device issue. However, it was probable that the problem resulted from use of the third-party component (insertion section). Olympus will continue to monitor field performance for this device.